Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and the patient experienced diaphragmatic stimulation. Several attempts were made to find a suitable lead configuration but were unsuccessful. Recently, the patient experienced worsening heart failure symptom hence the physician decided to replace this lead. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There were electro-cautery damages noted in the lead insulation in several places. The lead passed continuity test with manipulation and hipot test.